Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the pediatric patient developed a skin reaction with itching, rash, redness, and pustules, under entire patch area. The reaction was treated with a prescription of an oral antihistamine, salerno, that was prescribed specifically for this skin reaction. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.